Event description:
Report received of an IV tubing that "exploded" while in use with a power injector. No details about the IV tubing configuration were provided. The pt was to receive an unspecified amount of omnipaque 300 contrast. At an unspecified time, IV tubing "exploded at the extension." The IV cannula was discontinued and the scan was completed. The customer contact indicated that there were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.